Event description:
It was reported during a laparoscopic cholecystectomy while using a 511sd trocar the flapper valve seal came loose and was stuck in the trocar. The case was completed with the same trocar. The entire trocar including the seal was removed at the end of the case. There was no consequence to the pt.